Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the station was shutting down. A field service engineer replaced the cable and also changed the battery to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was repeatedly rebooting. The customer reported that the malfunction occurred while nurses were attempting to access the patient's profile to dispense medication. There were no adverse events or injuries reported based on this incident.